Event description:
The patient has had a progressive loss of channels to high impedance. Now all electrode channels are in status high. No impact has been reported. Re-implantation is not being considered at this time.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.